Event description:
Healthcare professional reported rupture diagnosed via ultrasound. This record is for the right side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: g4, h6. Device is not PMA approved and is not reportable.

Event description:
Healthcare professional reported "rupture" diagnosed via ultrasound. This record is for the right side. The device has been explanted and replaced with another manufacturers device.